Event description:
During a arthroscopic surgical procedure in which the device was used, along with other electrical devices, the surgeon received a shock to his hand through the surgical glove. It was reported there was no injury to the surgeon. This device was powered through a conmed electrosurgical unit in which grounding of the pt was required to prevent shocks or burns to the pt or user.